Event description:
Customer reported the wrong interpretation of blood groups on galileo. Duplicate barcodes were observed on patient samples. The samples were repeated on galileo; 16 samples were not interpreted correctly.

Manufacturer narrative:
Investigation is ongoing; a defect ram in the loading bay is the most probable root cause.